Event description:
This rv lead was implanted on (B)(6) 1998. A product experience report was received on 06/06/2018 stating that this lead had noise, oversensing, pacing inhibition and asystole less than two seconds. The lead damage was confirmed via fluoroscopy and the patient was pacer dependent. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).